Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the pump was being worn against the customer's skin and in a humid climate. Customer's blood glucose level was approximately 100 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.